Manufacturer narrative:
Pending evaluation.

Event description:
On (B)(6) and until (B)(6) 2018, he was admitted at the (B)(6) hospital for the removal of the prosthesis and which was replaced with another one (nota hmn : we do not have more information as the hospital was not party to the appraisal); parts implanted (B)(6) 2017, revised (B)(6) 2018:

Manufacturer narrative:
Section h10: (h3) the evaluation noted that the revision reported based on review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is patient conditions.